Event description:
It was reported that outside of surgery the dermatome was determined to be in need of annual calibration and maintenance. There was no patient involvement with no harm or delay reported. Due diligence is complete and no additional information is available. At product evaluation investigation the motor speed was low. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: singapore. The investigation has been completed. This is an initial final report submission. Review of the most recent repair record determined the motor speed was low and the unit was out of calibration. The motor, handpiece switch, bearing pack, seal, reciprocation arm and plug harness assembly failed and were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.